Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding was determined to be anticoagulation management because hemostasis was achieved by stopping the heparin temporarily. It was noted the bleeding was resolved the next day.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella cp support developed oozing at the impella access site. Heparin was temporarily stopped. The dressing was changed the next day, and no hematoma was noted. The patient continued to deteriorate throughout the day without going up on inotropes/pressers and eventually passed away while on support. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.